Manufacturer narrative:
(B)(4). The insulin pump was received with a missing reservoir retainer, a missing reservoir tube o-ring, a scratched case, a cracked case behind the pump at the corner of the belt clip rails, a damaged display window cover, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to the missing retainer. The battery cap was inspected and no damage or anomaly noted by analysis.

Event description:
The customer reported via phone call that the insulin pump was damaged; there was a crack on the battery compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.